Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the worn clutch parts were found to be the cause of the reported issue. The left and right clutch, clutch spring, worm coupling, and motor were replaced to fix the issue.

Event description:
It was reported that the device had a travel course error. There was no patient involvement.